Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. The field service engineer (fse) removed and reseated the row board ribbon cable, used the hardware acceptance test to verify operation, and ran the hardware test application to evaluate the drawers. All tests in the application passed. The fse then removed the defective row board and installed a new one, and also inspected the other drawers, latches, and wiring. Used the hardware test application to test functionality. No issues found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware failure occurred, and the system did not recognize several cubie rows in the same drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.